Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. (B)(4)submitted for adverse event which occurred on (B)(6) 2014, (B)(4) submitted for adverse event which occurred on (B)(6) 2014, (B)(4) submitted for adverse event which occurred on (B)(6) 2014.

Event description:
It was reported by an attorney that the patient underwent an incisional hernia repair procedure on (B)(6) 2009 and a. Bard sepramesh was implanted. It was reported that the patient underwent incisional hernia repair surgery on (B)(6) 2013 and mesh was implanted during which the surgeon noted lysed adhesions to the mesh. This was a difficult procedure due to the bowel and omentum stuck to the anterior abdominal wall and previous mesh. It was reported that the patient underwent removal surgery on (B)(6) 2014 during which the surgeon noted an extensive amount of adhesions, which took over three hours to lyse. The small bowel was densely adherent to the first mesh the surgeon encountered. He then encountered a piece of hard mesh. The surgeon removed both meshes. However had to perform a resection because there had been ingrowth into the bowel. The surgeon repaired the resulting defect using a biologic mesh. It was reported that the patient underwent an additional surgical procedure to irrigate and debride his necrotic abdominal wound on (B)(6) 2014. It was reported that the patient underwent an additional surgical procedure to debride his nectroic abdominal wound on (B)(6) 2014. It was reported that the patient experienced pain. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 7/25/2023. Additional b5 narrative: it was reported that the patient experienced small bowel incarcerated with bowel obstruction left lower abdomen, nausea, vomiting, and abdominal pain. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.